Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The information in initial MDR 0003015876-2022-02013 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming.